Manufacturer narrative:
H3: the system was serviced in the field and failed testing. The system was powering up with errors and the application software was not loading correctly. There was a database error. Patient data removal was completed. Once the database was cleared, the system booted up with no errors. Several test patients were created and images were saved with no issues. Saved images were able to be opened from patient exams. The system was rebooted, and new patient exams and and images were created with no issues. The failure was resolved. Codes b01, c13 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a imaging device being used outside of a procedure. It was reported that the system received an error stating "error has occurred that may have damaged the systems integrity, please restart the imaging system and mobile view station (mvs)". The system was rebooted and the same message popped up. It was noted that the system unable to be used at the moment. The mobile view station (mvs) was not fully booting up. No patient was present.